Manufacturer narrative:
(B)(6). A photo was provided by customer but unable to view defect. A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5140679. Unconfirmed. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported by complaint from hk baptist hospital lab that the user had blood spillage during blood drawing when changing the blood culture bottle (greineri's products) from a 23 g x .75 in. Bd vacutainer® push button blood collection set with 7 in. Tubing and luer adapter. No injury or medical intervention reported.